Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer concern confirmed, issue was replicated through a no disposable alarm test. The cause of the reported issue was due to a drifting downstream sensor. Fluid damaged the downstream sensor. The reported issue was resolved by replacing the downstream sensor. Device passed all functional and delivery tests after repair activities were completed.

Event description:
It was reported that there was a "cassette not attached" error. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.